Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, when the lead was placed in the device header, noise was observed. The connections were checked and noted to be normal. The lead was checked again and impedance measurements were greater than 3000 ohms. A different lead was implanted as the physician felt it appeared to be a mechanical issue with the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This report is being filed to provide product investigation results.